Manufacturer narrative:
The model#/catalog# identified in section is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is (B)(4). The 510k number provided in section is for the domestic similar product. The products have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The report suggests that 5 days into use, a leak was identified from the connector during a saline flush. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Event description:
The report suggests that 5 days into use, a leak was identified from the connector during a saline flush. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report of leaking from a cracked maxzero was confirmed. Visual inspection of the set noted a hairline crack on the female luer of the maxzero component. Functional testing confirmed leaking. The root cause of the customer¿s report was not identified.